Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint for a report of a system error (se) 2240 was confirmed and the root cause was determined to be use error, due to an open clamp. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected in dwell. The technical services representative (tsr) assisted the home patient (hp) with troubleshooting the alarm. The hp stated they had disconnected without using proper disconnect procedures and then reconnected. The hp stated the patient line was properly primed before connecting and no patient extension lines were used. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.